Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a concentric, focal lesion in the proximal left anterior descending coronary artery (lad). The lesion was very tight, and 12-20mm in length in a fairly straight section of the vessel that was 3-4mm in diameter. The oad jumped during the first treatment on low speed. A total of three treatments on low speed and two on high speed were performed. Imaging was performed between some treatments, and no issues were observed. A perforation occurred after the final treatment. The patient decompensated, and the perforation was treated with tamponade and pericardiocentesis. The patient coded for 30 seconds. After the procedure, the patient was transferred to the cardiac critical care unit (ccu). The patient was discharged on (B)(6) 2021.